Event description:
Provider states the unit allegedly burned the linoleum floor. The unit left a big brown and yellow burn mark which the end-user saw upon moving the unit. Provider unsure if anything was actually wrong with unit.